Event description:
A bone fusion and laminectomy surgery was performed to correct a vertebral fracture at rptr's lower back. Pedicle screws and metal plates were used in this surgery. Dr released rptr in 5/92, to resume work. He immediately had problems with the resumption of only minimal physical activity. Symptoms were: pain, numbness to legs, loss of motor skills in legs, limping, swelling in lower back in the area of the pedicle screws and metal plates with symptoms only subsiding with complete bed rest, pain medication, hot/cold therapy. Dr does not acknowledge that his present symptoms are out of the ordinary or due to the screws. (*)